Manufacturer narrative:
Concomitant products: product ID: 8711, lot# j11465r65, implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
Information was received from a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml) at a dose rate of 719.2 mcg/day. The patient had an infection in their pump pocket. A pocket revision was to occur on (B)(6) 2015. The healthcare provider planned to take the pump out, disconnect it from the catheter,clean out the pump pocket and the pump, and place the pump back in the pocket. There were no other symptoms reported, and the infection was related to the device. The patient's indication for pump use included intractable spasticity. Further information was received from a healthcare provider (hcp). The catheter was implanted in the thoracic spine. The therapy dates of lioresal were (B)(6) 2015 to (B)(6) 2015. Additional patient medication included collagenase and oral baclofen. Patient history included spastic quadriplegia, developmental delay, g-tube dependence, anoxic static encephalopathy, malnutrition, seizure disorder, left side and sacral pressure ulcer (stage 4), and no known drug allergies. A culture of the wound was taken on (B)(6) 2015 and grew (B)(6). The pump pocket was cultured on (B)(6) 2015 after removal of the pump and treatment with clindamycin and rifampin. Results were no growth. It was indicated that the infection was resolved.